Manufacturer narrative:
Product analysis received and examined the returned multi-patient disposable set (mpat) syringe, lot number 8401662. Visual examination confirmed the presence of a plastic sheet fragment in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 6.0 mm in length by 3.0 mm in width. The composition of the material indicated that the particulate could potentially fragment while under pressures typically generated during an injection. Therefore, due to possible fragmentation, the potential of injection into the patient exists. Our investigation determined that the particulate noted in the syringe was introduced during the manufacturing process and was not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use." This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particulate at this time; however, the product is scheduled to return to (B)(6) for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
A bayer representative reported the following: after opening and filling the avanta multi-patient sterile disposable set (mpat), a foreign body was seen in the syringe. The site elected not to use the syringe. No injury or adverse event was reported.